Event description:
It was reported that the basal software did not suspend insulin delivery. The customer's blood glucose (bg) level subsequently decreased to 38 mg/dl. An ambulance was contacted to provide assistance and the customer drank a capri sun to address bg. Reportedly, the customer experienced seizures due to the low bg event. The customer reverted to an alternate method of insulin therapy.